Event description:
It was reported that a malfunction with code malf 12 occurred, but no notable events happened prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to update the pump software to prevent potential issues, assisted them with resetting the pump, and ensured the malfunction did not recur.